Event description:
Boston scientific received information that this patient put his hands behind his head two weeks after device was implanted and both the right atrial (ra) lead and right ventricular (rv) lead dislodged. The patient was admitted to the hospital with near syncopal symptoms and a low heart rate. A lead revision was scheduled that day. To date, no adverse patient effects were reported. This rv lead remains in service and boston scientific crm cannot confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.